Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump downloaded properly to the usb carelink software. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he was having unexplained high blood glucose levels. The customer's blood glucose level was 510 mg/dl but his current blood glucose level was 234 mg/dl. He treated his low blood glucose level with injections. The high pressure test passed. The customer was unable to download the insulin pump at his doctor's office. The boluses were not working. The customer was on injections for three days. He also had issues with the serter. The customer was advised that the device would be replaced and agreed to return the product for analysis.